Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a small piece of the power cord broke off. No malfunctions are suspected with the hand-held as it is working properly. The reporter suspects the cord was damaged due to normal operation on the hand-held computer. The power cord was discarded by the site; therefore, a product analysis will not be performed.